Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture. A surface EKG showed periods of asystole. Intermittent ventricular oversensing was ob- served. The noise was reproducible with pocket manipulation and isometrics. The system's autocapture feature was turned off.